Manufacturer narrative:
Date of event not provided by the complainant. Surgeon name not provided by the complainant. Method - product not returned to cbi. Results - product not returned to cbi. Conclusions - root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included a review of the claim allegations, a review of the cbi complaint system , a review of the device history records which indicated the product was manufactured to specifications, a review of the biodesign surgisis tissue graft IFU fp0005-4d, and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the biodesign surgisis 4-layer tissue graft's performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional info is obtained, that alters our conclusion to this complaint, a follow-up MDR will be filed.

Event description:
The pt was reportedly implanted with a gynecare tvt exact and a biodesign surgisis 4-layer tissue graft on (B)(6) 2012, at allen memorial hospital in waterloo, ia. The pt and her attorney have alleged that as a result of these products being implanted in the pt, the pt has experienced pain and injury. The following info was not provided by the complainant: specific information of the alleged injury; specific info regarding whether intervention was performed; specific info regarding why intervention was performed or what type/to what extent intervention was performed; specific correlation between device performance and alleged injury; current patient status.

Manufacturer narrative:
Concomitant medical products: gynecare tvt exact on 09/10/2012; ref: tvtrl, lot 3621384. Based on the information provided by the complainant, details regarding a specific correlation between the biodesign surgisis 4-layer tissue graft¿s performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained, that alters our conclusion to this complaint, a follow-up MDR will be filed.

Event description:
The patient was reportedly implanted with a gynecare tvt exact and a biodesign 4-layer tissue graft on (B)(6) 2012, at (B)(6) hospital in (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain and injury. Update: additional details received indicated that dr. (B)(6) performed the surgery on v 2012.